Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision was performed due to the rod not distracting. The rod was replaced with no further adverse impact to the patient. Report 2 of 2.

Event description:
No additional information was provided.

Manufacturer narrative:
Additional data: b5, d9, h3, h6 device evaluation: the returned rod was observed to be partially distracted with score marks on the distraction rod. X-ray images of internal components for the rod revealed broken radial ball bearing and locking pin. The length of the rod as received was measured at 247.59 mm. The rod was functionally tested and could not distract and retract with the electronic remote controller and the manual distractor. X-ray confirmed the reported failure therefore, disassembling by sectioning of the housing tube was not applicable. As a part of the investigation the work order was reviewed and confirmed the device passed all inspections. Device records review: review of the device history records indicated that unit met all quality specifications prior to shipment.